Event description:
It was reported by the attorney for the plaintiff that the plaintiff allegedly experienced an unspecified injury, emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. (B)(4).